Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 1/26/2021. The device evaluation was completed on 5/18/2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the vizigo sheath hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
On january 26, 2021, this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was received by the biosense webster failure analysis lab as an extra product under manufacturer reference number (B)(4) . Manufacturer reference number (B)(4) was assessed as not reportable for an impedance issue. There was a visual finding on april 23, 2021 from the biosense webster failure analysis lab for this extra product received as it was observed that the hemostatic valve was dislodged. This lab finding was assessed as a MDR reportable hemostatic valve separation issue. An investigation was performed to determine if there was an existing manufacturer reference number for this extra product received; however, no further information has been made available. Therefore, since we were unable to determine if there is an existing manufacturer reference number and the returned catheter condition has been assessed as a reportable malfunction, we have made the decision to create a related manufacturer reference number under (B)(4) to conservatively report this returned catheter condition. The awareness date is april 23, 2021.